Event description:
It was reported that a nurse had difficulty moving a rover, because the casters became stuck. As a result, the nurse complained of some back pain. No medical treatment for the nurse for reported, and the user facility confirmed that no injury reports were filed due to this event. There was no pt involvement or other adverse consequences alleged.

Manufacturer narrative:
A field service tech was dispatched to the user facility, and the complaint was confirmed.